Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the patient's left ventricular lead was explanted and replaced. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room with diaphragmatic stimulation. Upon interrogation of the patient's left ventricular lead, it was noted that signals from the left ventricular lead and the right atrium were lined up. An x-ray was performed on (B)(6) 2019 and lead dislodgement was confirmed. Programming changes were made to deactivate the lead. No further intervention was reported.